Event description:
It was reported that patient loss of therapeutic effect on (B)(6) 2015 and stated that urinated 11 times on (B)(6) 2015.the patient spoke with representative and had patient drop stimulation down to 1.8 but the symptoms returned from 2.9.the patient would like to increase stimulation to help with symptoms. It was also noted that on program 2 at 1.8 from 2.8 the patient's urinated 11 times. The patient stimulation was then increased to 2.2 and would monitor symptoms. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#:(B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# :(B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. The implantable neurostimulator (ins) never helped her with symptoms. The reported symptom was "not voiding." The ins was not helping her and she had trial all the programs. She had turned the stimulation up and down and had no symptom results. The patient saw her health care professional (hcp), he checked the ins, and sent her home. The patient was considered getting the ins taken out. She had other medical issues and needed to get an MRI in the future. Also, the patient mentioned that she could not sleep due to pain. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that when she lied on her right side, it hurt really bad in groin area, for probably a month ((B)(6) 2015). She was assisted in moving to a different program. The patient also reported that it was not helping, she still had to go to the bathroom every 15 minutes. This had been happening since implant. She went back after a month and the doctor had her on program 3 and turn up to 2.4, but it was still not helping. She was assisted in changing to program 4 at 3.5 volts.